Event description:
Healthcare professional additionally reported capsular contracture baker grade IV and "textured." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, wear abrasion, yellow particles in the shell and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/oct/2016, 30/jan/2017 and 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture these are known potential adverse events addressed in the product labeling.

Event description:
Patient reported that the left side device is "going flat" and that the implant "feels like its changing shape." Additionally, healthcare provider reported left side capsular contracture, baker grade 3, rupture, tightness, pain, change of shape, tenderness and hardness. Device remains implanted.